Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was brought to the emergency on (B)(6) 2020 at 8:30 pm due to a high blood glucose of 523 mg/dl. Customer experienced possible symptoms related to diabetic ketoacidosis such as nausea and dizziness and was treated with a bag of fluid. The customer stated that they had a bent cannula. The insulin pump will not be returned for analysis. Use of the auto mode feature was not provided.